Event description:
Reporter indicated that the handheld was freezing during interrogation. Handheld and the software have been received back by the manufacturer. An analysis was performed on the flashcard and no anomalies that support the reported complaint were identified. The flashcard and software performed according to specifications. During the analysis it was identified that 3 archive databases were corrupt. A root cause for the database corruptions could not be determined based on the returned flashcard and software. Since the databases were archive copies and not the active database, the database corruptions did not have a negative impact on the device performance and could not have contributed to the reported complaint. Additionally, analysis was performed on the handheld and no anomalies that support the reported complaint were identified.